Event description:
Customer reportedly received results of 222 mg/dl and 110 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: test strip lot number 300485, expiration date 06/30/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.